Manufacturer narrative:
The date of event is unknown. The customer reported the device failed to retract "few instances in the past week" prior to the date of notification. The date received by the manufacturer is used. UDI# (B)(4). Device evaluation: result - the bd investigator received 31 unused representative iag 24g units in sealed packages from the lot number 6028533. A visual/microscopic examination was performed and there was no observed mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hub. A functional (needle retraction) test was performed by twisting the hub then depressing the button. The needles retracted into the safety barrels, meeting no resistance. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6028533. Conclusion - the returned units provided for evaluation met and performed to manufacturing specifications in relation to the reported defects. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defects described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the customer has had a "few instances" where the suspect device failed to retract. This has resulted in a needle stick injury.